Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: multiple call service 060 alarms observed in alarm history. Exercised pump for 24 hours with no alarms occurring. Bolus button is punctured; no other physical damage found. Bolus button still responds to presses appropriately. Moisture observed in display. Pump leaks at bolus button. Pump opened and moisture damage found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.